Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A right heart catheterization was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure readings were compared to the pressure readings from the catheter. The sensor was recalibrated and the baseline was decrease by 12 mmhg.